Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Customer resumed insulin therapy on a backup insulin pump to address bg level.

Manufacturer narrative:
Device not returned.